Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not functioning. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that they were intending to use the device on a patient with heart failure. When the device was connected to power and turned on, it was observed that the touchscreen was not functioning, so the user could not set the parameters. The touch navigation keys were non-functional and unusable. The user restarted the device several times, but the issue persisted. The user swapped the ventilator out with another device to treat the patient. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not functioning. The customer stated that they were intending to use the device on a patient with heart failure. When the device was connected to power and turned on, it was observed that the touchscreen was not functioning, so the user could not set the parameters. The touch navigation keys were non-functional and unusable. The user restarted the device several times, but the issue persisted. The user swapped the ventilator out with another device to treat the patient. In a good faith effort (gfe) response from the authorized service provider (asp) received on 01jul2025, the device diagnostic report (drpt) was not provided. The asp clarified that the device issue occurred before the ventilator was connected to the patient, and there was no patient harm due to the event. The asp provided that the hospital equipment department replaced the touchscreen to resolve the issue. Following the part replacement, the device was confirmed to be fully functional and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. As previously stated, the asp confirmed the device was outside of use at the time of the reported problem.